Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely monitor cable was broken or compromised creating the issue of no image.

Manufacturer narrative:
The customer did not provide specific serial number for the referenced unit; therefore, it is unknown if the unite was returned to olympus for evaluation/service and a review of the instrument¿s history could not be performed.

Event description:
The service center was informed that during an onsite visit with the endoscopy support specialist (ess) assisted the customer with troubleshooting the intermittent image. The ess reported that the 180 series scopes were not working on the processor. Several video cables were attached and no image appeared. Also, attempted try multiple scopes and still could not get an image. There was no patient involvement reported.